Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the mrx device indicating unable to detect ECG. The fse evaluated the device. It was determined that this was a malfunction of the ECG cable which was worn and was replaced. The device remains at the customer site and no further evaluation is warranted at this time.